Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was in the hospital due to aspiration pneumonia which "has turned into more bacterial" so the patient was given a broad spectrum of antibiotics; the pneumonia was unrelated to the device/therapy. It was also reported that starting yesterday, the implantable neurostimulator (ins) site became a bit swollen, red, was stinging, and was a little warm to the touch. It was also noted that the patient had very thin skin and on (B)(6), the ins had to be turned off a few times to perform an EKG reading. When the stimulation was off, it was stated that the patient would "bounce the whole bed." It confirmed that they have not noticed any changes to therapy as the patient is having the same amount of tremors as they normally would.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient died on (B)(6) 2016 in some type of medical facility which was ¿kind of, sort of¿ related to the device. The patient developed an infection in the pocket where the implantable neurostimulator (ins) was located along with sepsis and a combination of other things as previously reported. It was noted the infection was discovered sometime after (B)(6) 2016.